Event description:
It was reported the procedure was being performed in the intensive care unit. The patient's internal jugular was accessed and the physician went to insert the wire through the needle. At which time, he noticed an imperfection on the wire at the point where the j-tip advances to the straight wire. As a result, the wire was not inserted and another kit was opened for a new wire and the catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).